Event description:
It was reported that after an open hepatectomy, 3 weeks after the surgery in may 2014, the patient passed away due to postoperative bleeding. The etrio325h and a vio (amco) were used around the inferior vena cava during the surgery. The etrio325h was activated as intended during the operation. An autopsy was performed and found that there was a hole in the inferior vena cava. The periphery of damaged site was thinner than other blood vessel walls.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2014 (resubmitted due to error - originally submitted (B)(4) 2014). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Date of event: only known is month and year, assumed 1st day of month ((B)(6) 2104) that complaint was reported and assumed date of death as (B)(6). Additional information for international sales rep: can we obtain a copy of the autopsy report?---no. What other instruments were used during the surgery?---vio(an energy device). This event occurred in (B)(6) and was not reported to us until this week, why did the hospital take 3 months to notify us of this death?---at first, the hospital thought the death was not related to surgical devices. However, it was found that the inferior vena cave had been damaged when an autopsy was performed, so this event was reported to us. Is the hospital attributing the patient's death to the etrio325h device, the vio generator or another device?---the hospital thought there was a possibility that the etrio caused damage. If the etrio325h, please explain how they arrived at this conclusion?---the etrio was used around the damaged tissue. What other patient factors/events led to the post-op bleeding?---no information. As the patient died 3 weeks after the surgery, did the patient have any symptoms that there was a post-op bleed? Was there any medical intervention done when the post-op bleeding occurred?---no information. Exploratory procedure? ---no information. Return to the or to control the bleeding? ---no information. Transfusion? ---no information. What was the patient¿s pre-op hemoglobin and hematocrit? ---no information. What was the patient¿s post operative hemoglobin and hematocrit? ---no information. What is the current patient condition?---deceased. What other instruments were used during the surgery?---there was no information except vio. The event states that the etrio325h was ¿used around the inferior vena cava during the surgery¿ and that the autopsy found ¿a hole in the inferior vena cava¿. ¿ what did the autopsy reveal about the hole?---no information. ¿ was there evidence of thermal injury? ---no information. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? ---no information. Was the patient re-admitted to the hospital prior to death? ---no information. Was the etrio used with the vio generator or what generator was the etrio being used with (rf-60 or gen11)?---the etrio was used with rf60 or gen11, but there was no information which was used. Vio was an energy device that was used in this surgery.